Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 3. The patient's largest prescribed fill volume (lpfv) was 2200 ml and the drain volume was 3505 ml, which met iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Review of the device logs revealed that the increased intraperitoneal volume (iipv) had occurred on (B)(6) 2010 during cycle 3 when the device user drained out 3505 ml, which was greater than the largest prescribed fill volume of 2000 ml and met iipv criteria. The device was determined to meet functional and electrical performance specifications. The cause was determined to be insufficient drain; clinician inappropriately set minimum drain volume percentage setting too low (at 75%). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation.